Manufacturer narrative:
An event regarding disassociation involving a duracon stem was reported. The event was confirmed through medical review. Method & results: device evaluation and results: the material analysis report concluded: the titanium fluted stem showed thread crest damage consistent with impact with a hard surface and first thread damage damage consistent with the fluted stem movement during disengagement with the femoral knee body. The eds spectrum of the stem material was consistent with the astm f 136 ti-6al-4v alloy. No material or manufacturing defects were observed on the damage surfaces examined. Medical records received and evaluation: x-rays document implantation of a mrh construct with disconnection between femoral stem and mrh femoral component. Loose pieces of bone cement are seen along the anterior cortex of the femur as well as in the posterior knee joint space with retained bone cement within the mrh femoral condylar device. The disconnected femoral stem has some osteolysis around and is loose with only some bone contact near its proximal tip. The threads appear to have surface damage on the anterior side. The ap view confirms a wide gap between femoral mrh and femoral condylar bone. The hinge, tibial and patellar devices show no obvious pathology. The indication for revision in 2017 was provided as disconnection between femoral stem and mrh femoral component, some 7-years after implantation in a previous revision surgery with a major bone defect condition behind the mrh femur filled with bone cement. All started with progressive loosening of the femoral mrh due to the use of bone cement for filling the large prior bone defect that provides suboptimal mechanical stability of the entire mrh construct in the distal femur because bone cement is not intended for such purposes. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the medical review concluded that the use of bone cement to fill major bone defect conditions in the area has created progressive loosening of the femoral mrh device with an overload condition on the stem/femur connection. Due to the normal gait patterns of patients including rotatory movements with uncemented application of the femoral stem allowed progressive unthreading until catastrophic failure by disconnection between stem and femoral mrh requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Femur component wasn't connected to the stem anymore. Component could be removed without any problems.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Femur component wasn't connected to the stem anymore. Component could be removed without any problems.